Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon leaving little cotton pieces in vagina [foreign body in reproductive tract]. Tampons coming undone while wearing....lose their strings [device breakage]. Tampons lose strings when attempt to remove them [complication of device removal]. Case description: consumer reported via email that tampons are coming undone and leaving cotton pieces in vagina. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon leaving little cotton pieces in vagina [foreign body in reproductive tract]. Tampons coming undone while wearing....lose their strings [device breakage]. Tampons lose strings when attempt to remove them [complication of device removal]. Case description: consumer reported via email that tampons are coming undone and leaving cotton pieces in vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon leaving little cotton pieces in vagina [foreign body in reproductive tract]. Tampons coming undone while wearing. Lose their strings [device breakage]. Tampons lose strings when attempt to remove them [complication of device removal]. Case description: consumer reported via email that tampons are coming undone and leaving cotton pieces in vagina. No serious injury was reported.